Event description:
It was reported that a user experienced hypoglycemia while using the ilet bionic pancreas, with a recorded blood glucose of 53 mg/dl after announcing a usual lunch with high carbohydrate content and being more active than usual; the user disconnected and powered off the ilet, later powered it back on, and updated the app and firmware. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included self-management with oral carbohydrates and subsequent blood glucose of 179 mg/dl, without medical intervention or hospitalization. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed no device alarms, no recent target, weight, or mode changes, proper handling of cartridge and tubing, use of lispro insulin, no additional insulin taken, and no calibration discrepancies, with the event likely influenced by activity following a high-carbohydrate meal. It was concluded that the cause of the hypoglycemia was unclear, with no evidence of device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.